Manufacturer narrative:
No moisture damage was found on the liquid crystal display screen, the electronics, motor, battery tube, keypad or vibrator. No display anomaly was noted. No keypad anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was cleaning the pump and noticed there was moisture under the screen. Customer came back from her shower and went to bolus, but the numbers started to scroll endlessly. Customer changed the battery and received a button error alarm and unresponsive keys. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer stated there was fogginess under the screen from housework earlier and the pump was dropped on the floor. Customer stated that she sees a hairline crack on the screen and condensation inside the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.